Event description:
Additional information received reported the neurostimulator was going to be replaced in the next month or two. The patient was not receiving stimulation.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that with their prior system, one of the wires moved in 2011. A manufacturer representative used her equipment to check her prior system one of the wires moved. The patient's medical history includes that the patient was in a car accident, a piece of bone was taken out of her hip and put in her back, and when the patient got her implantable neurostimulator, there was already a slot in her hip where the implantable neurostimulator fit.

Manufacturer narrative:
Lead model 3776-45 explanted: (B)(6) 2012; lead model 3776-45 explanted: (B)(6) 2012.

Event description:
Additional information received reported the entire system was replaced. The physician didn't want to rest the system. Patient outcome was not provided.

Event description:
It was reported that the patient was not receiving stimulation. Impedance readings were greater than 4000 ohms and reprogramming was conducted. The situation was not resolved and the patient will be scheduled for replacement of the device in the near future. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3776-45, (B)(4), implanted: 2010-(B)(6) explanted: unknown, lead model 3776-45, (B)(4), implanted: 2010-(B)(6) explanted: unknown, programmer model 37743, (B)(4).